Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-711a-1063: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure at 16,511 joules and 3:10 minutes of use; the "fiber degraded quickly" and "unable to vaporize" was observed. The fiber was exchanged and second fiber failed due to "end firing" at 108,006 joules and 18:47 minutes of use was reported. The tips (caps) of both failed fibers were cleaned during the procedure. The procedure was completed by utilizing third fiber. Patient outcome: no injury to patient was reported. This report is for the first failed fiber.